Event description:
The customer reported that their acuity network was down. During an on-site visit, the welch allyn tech discovered that the network closet ups (uninterrupted power supply) failed during a power outage and needed to be replaced. Bypassing the ups enabled the network equipment to temporarily get back on-line. This resulted in a loss of centralized monitoring, however, bedside monitoring was not affected.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B)(4) microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Per the dfu, when main power is lost, the ups will power the acuity system components for 3 minutes, allowing a controlled shutdown. The welch allyn tech found the battery so deeply discharged that the ups was unable to recharge. Welch allyn is unable to tell how long the ups was powering the equipment between the time when the main power went down and the backup generators started. Log files do not indicate the time of hospital power loss, only time of acuity shutdown. The customer is not returning the ups for evaluation. With no product being returned to welch allyn, no further failure investigation will be performed. This is being reported in an abundance of caution. Method - remote assistant.